Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regularly absorbency 2018 recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer used u by kotex sleek and reported that the tampon came apart upon removal. She has since stopped use and discarded remaining tampons.